Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited low impedance and the implantable pulse generator (ipg) could not be programmed into surescan mode. The device and lead remains in use. No patient complications have been reported as a result of this event.